Event description:
During the safety check prior to use on the pt, the novasure device failed. Another device -biokit- was utilized successfully. The novasure company has sent a replacement device. Report number to hologic-novasure. The system shows first dr as attending. He performed a procedure after second dr performed the hysteroscopy that utilized this device.